Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the left ventricular lead exhibited low pacing impedance. No changes or interventions were reported. There were no patient consequences.